Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient had a fecal incontinence episode, which they don¿t really have and this was the first one since being on the basic evaluation for their bladder. It was noted the patient was worried and did not want that to start happening; they had had fecal incontinence in the past, but had not had them in a while. Additional information was received one day later. It was reported that the patient had a heavy cath. No further complications were reported/anticipated.